Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4) incomplete. The lot number was unknown. D4, g1, h4: the lot number was unknown; therefore, the expiration date, manufacturing site name and device manufacture date were unknown. E3: reporter is a j&j sales representative. Investigation summary: the device was received and evaluated. Visual inspection revealed that the electrode was in normal use condition. The cable was in good condition as well as the connector and pins. The suction tube did not show saline residues. The active tip showed signs of activation. When connected to the test generator, the electrode was immediately recognized. When performing the functional test, the ablation function did not start on the min. Setting, however on the higher setting was able to work the electrode was sent to the manufacturer for further analysis. Manufacturer evaluation result for vapr coolpulse90 electrode: the active tip was in a used condition with signs of debris around the active tip. There was a small amount of green substance on the active tip. The cut return cap and ceramic had several scratches. Device hands witching buttons visually undamaged. No visible damage on handle, shaft and cable. Electrical test: all parameters passed the test. Functional test was performed using vapr vue generator gml4808/3. All parameters passed the test. Manufacture's summary: from our investigation we were unable to confirm the customer reported issue that the electrode failed to emit current. Testing at gyrus medical shows the returned tripolar device was immediately recognized when connected to a generator and found to pass both electrical and functional testing, activation remained consistent and as expected. Testing was completed using both default and maximum settings. The complaint device was found to meet the manufacturers specification; therefore no further investigation is possible regarding the returned complaint device. The root cause of the customer reported problem could not be determined. Given that lot number was not provided, the manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthese mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the sales rep that during a rotator cuff repair procedure on (B)(6) 2023, it was observed that the vapr tripolar90 suction electrode device failed to emit electrode current. During in-house engineering evaluation, it was determined that the active tip showed signs of activation and use with signs of debris around the tip and a small amount of green substance. Another like device was used to complete the procedure with a delay of 15 minutes. There were no adverse patient consequences reported. No additional information was provided.